Event description:
It was reported that during central processing, the distal tip of monopolar curved scissors (mcs) instrument had damaged insulation. There were no reports of patient injury. Isi followed up with the initial reporter however, additional information could not be provided regarding event details.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument exhibits scratch marks/abrasions on the brown laser marked section of the tube extension. As a result, the orange plastic beneath the laser marking was exposed. Tube extension scratch marks measured roughly 0.155¿ x 0.061¿. There was not any material missing. The complaint was confirmed by failure analysis.